Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in log reviews, the ¿25745¿ error was found indicating ¿the patient clearance down (tornado) button on usm1 is unstable or noisy for at least 75ms.¿ on the usm ¿ac_xe¿ axis, confirming the fault occurred in the field. Upon visual inspection, liquid intrusion was found. The usm was installed onto an in-house system where no error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿tornado down¿ was found to be failing on the ¿ac_xe¿ axis. Once testing was completed, the ¿acsb3¿ was aba (applied behavior analysis) tested and was verified to be the source of the fault. The probable root cause is attributed to fluid intrusion on the acsb3 in the usm. This issue can be resolved by replacing the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient clearance button was not working on universal surgical manipulator (usm) 1. Customer stated that the surgeon was unable to use this usm and was currently proceeding with the procedure by using usms 2,3, and 4. The customer would like this addressed as soon as possible. Technical support engineer (tse) recommended a hard power cycle on the patient side cart (psc) between cases. The procedure was completing as planned with no reported injury.